Manufacturer narrative:
Due to no photo or sample provided by customer, the complaint of leakage could not be verified. A device history record review could not be performed because a lot number was not provided by the customer. The root cause of this failure was not identified as no product was returned. H3 other text : see h10.

Event description:
It was reported that the extension set mic tubing 60 inch experienced leakage. The following information was provided by the initial reporter: describe the event or problem: upon initial assessment of patient mother reported that she noticed leaking from the patient's line. With further inspection it was discovered that the line was leaking at the connection between the microbore tubing and the bifuse. Lines were changed and no further issues noted. Common device name set, administration, intravascular. Lot # h3703091410. Serial # (B)(6).

Event description:
It was reported that the extension set mic tubing 60 inch experienced leakage. The following information was provided by the initial reporter: describe the event or problem: upon initial assessment of patient mother reported that she noticed leaking from the patient's line. With further inspection it was discovered that the line was leaking at the connection between the microbore tubing and the bifuse. Lines were changed and no further issues noted. Common device name set, administration, intravascular. Lot # h3703091410. Serial # (B)(6).

Manufacturer narrative:
The following fields were updated due to additional information: correction b3 date of event: (B)(6)2020 h3 other text : see h10

Manufacturer narrative:
Medical device lot #: an invalid lot # of h3703019410 was provided by the initial reporter. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the extension set mic tubing 60 inch experienced leakage. The following information was provided by the initial reporter: describe the event or problem: upon initial assessment of patient mother reported that she noticed leaking from the patient's line. With further inspection it was discovered that the line was leaking at the connection between the microbore tubing and the bifuse. Lines were changed and no further issues noted. Common device name set, administration, intravascular. Lot # h3703091410, serial # (B)(4).